Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient ipg is inoperable and does not communicate. Information indicates that the patient experienced increase in recharge frequency and eventually the ipg stopped charging. The patient last successfully charged in (B)(6) 2019 and lost stimulation in (B)(6) 2020. As such, surgical intervention may take place at a later date to address the issue.